Event description:
It was reported that after deployment of a coronary stent, the balloon catheter ruptured and a perforation was noted. Unsuccessful attempts were made to repair the perforation. The pt expired.